Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 119 cm 6fr r2p destination sheath was returned for product evaluation. An unknown competitor catheter and radifocus guidewire were packaged with the sheath as well. Upon receiving, it was found that the catheter was mated to the sheath. The guidewire and catheter were subjected to visual analysis and no damage or gross anomalies were noted. Visual inspection of the sheath revealed that the sheath shaft was completely separated from the hub. The sheath shaft was also uncoiled at the proximal end. The sheath hub was viewed under microscope and it was noted that a portion of the ptfe (inner layer) and pebax (inner layer) were still present inside the hub with the swag band. It was noted that the swag band had moved from the proximal end (the intended position) of the hub to the distal end. The swag band is used to hold the coiled wire in place inside the sheath shaft. The contents inside the sheath hub were removed and viewed under microscope to better understand the nature of the breakage. It is possible, the sheath shaft moved distally inside the hub and when the swag band interfered with the opening of the hub, the sheath inner and outer layers tore at the swag band, leaving a portion of the inner and outer layers and the swag band inside the hub. The coiled wire from the shaft detached from the swag band. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that torsional and tensile forces caused the sheath to break at the hub. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the r2p destination sl guiding sheath was used for a stenosis in the left external iliac artery using a left radial artery approach. After pre-expansion was performed with 5fr sheath, radifocus stiff guidewire (0.35'', 1.5 mm j) and a pigtail angiographic catheter (competitor product) were inserted. The angiographic catheter and the r2p destination sl guiding sheath were delivered to the target site. The physician evaluated the coating was good condition and felt little resistance. After angiogram, as the stenosis was a simple lesion, the physician performed pre-expansion with a metacross catheter (6.0-60mm). After expansion was achieved, a misago stent (8.0-80 mm) was positioned successfully. The physician performed expansion again using the metacross catheter at the site where expansion was insufficient, then the procedure was completed. It took about 15 minutes to perform the catheter procedure. Hemostasis was achieved with tr band. After final angiogram was performed and procedure with the r2p destination sl guiding sheath was completed, the physician attempted to withdraw the catheter, the catheter got separated at the hub of the r2p destination sl guiding sheath. The physician noted that there was a possibility that spasm occurred as the patient's vessel diameter was somewhat small, but the spasm was a minor one. When the catheter got separated, there was little resistance, and the physician felt as if the catheter got loose. The physician checked the separated catheter and observed something that looks like loose coil on the catheter. The procedure was a usual procedure and the r2p destination sl guiding sheath was used only once in this procedure. The blood loss was less than 250cc. There was no health damage for the patient.

Event description:
Additional information was received on 22apr2020. The user facility stated they believe torqueing movement was not used during withdrawal. Torqueing movement during the procedure needs to be checked with the physician. There was no noticeable kink or bends. After the procedure, when the device was being withdrawn, the device got separated at the hub with little resistance. At least, the guidewire was left inside. The angiographic catheter or dilator may have been inserted; however, further information is unknown. The returned device as received was "the system at the withdrawal".

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5.